Event description:
It was reported that shaft break occurred. The patient presented with type 2 vessel dissection at the end of the proximal left anterior descending artery (lad). Vascular access was obtained via the left radial artery. The non totally occluded, 16mm in length, eccentric, de novo target lesion was located in the moderately tortuous, mildly calcified and 3.0mm in diameter proximal lad. The lesion contained with >45 and <90 degrees bend. A 6fr jl 3.5 mach 1 guide catheter was placed. After a non bsc guide wire crossed the lesion, a 16 x 3.00mm taxus¿ liberté¿ stent was advanced and was able to cross the lesion however, when an attempt was made to place the stent, it was noted that the shaft of the stent delivery system (sds) was fractured 10cm from the hub. Two 0.014 guide wires were advanced distal to the device. The wires were rotated so that both became tangled with the guide catheter. The device was successfully removed from the patient and the procedure was completed using a 2.75 x 20mm taxus stent. The implanted stent was well positioned and well apposed to the vessel wall. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Di: (B)(4). Date of birth: 1962. Device is combination product (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system was returned for analysis. A 0.014 inch guide wire was returned inserted through the tip of the device and out through the guide wire exit port. The crimped stent was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a shaft hypotube break located at 948 mm from the hub. The hypotube was kinked at 28 mm proximal to the shaft break. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The patient presented with type 2 vessel dissection at the end of the proximal left anterior descending artery (lad). Vascular access was obtained via the left radial artery. The non totally occluded, 16mm in length, eccentric, de novo target lesion was located in the moderately tortuous, mildly calcified and 3.0mm in diameter proximal lad. The lesion contained with >45 and <90 degrees bend. A 6fr jl 3.5 mach 1 guide catheter was placed. After a non bsc guide wire crossed the lesion, a 16 x 3.00mm taxus liberte stent was advanced and was able to cross the lesion however, when an attempt was made to place the stent, it was noted that the shaft of the stent delivery system (sds) was fractured 10cm from the hub. Two 0.014 guide wires were advanced distal to the device. The wires were rotated so that both became tangled with the guide catheter. The device was successfully removed from the patient and the procedure was completed using a 2.75 x 20mm taxus stent. The implanted stent was well positioned and well apposed to the vessel wall. No patient complications were reported and the patient's status was stable.